Event description:
It was reported that the patient presented to the emergency room upon experiencing ventricular fibrillation storm. Upon interrogation, an alert for delayed charging time anomaly was observed on the implantable cardioverter defibrillator, which is consistent with multiple charges in a small period of time; it was later noted upon subsequent interrogation, the device exhibited backup vvi operation. It was discussed that the patient would be scheduled for device explant and replacement procedure. The patient was transferred to another hospital and is awaiting heart transplant procedure. No further information was reported.